Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for dystonia, movement disorders. It was reported that the patient experienced involuntary jerking movement since a couple weeks ago. Impedance readings were as followed: c 0-1- 668 ohms 2.9 ma therapy impedance c(&)0 696 ohms c(&)1 703 c(&)2 high c(&)3 662 0(&)1 low 0(&)2 high 0(&)3 884 1(&)2 high 1(&)3 1206 2(&)3 high (B)(6) 2017 c(&)2 40k ohms 1(&)2 40k 0(&)2 40k 2(&)3 39714 c(&)0 861 0(&)1 1580 c(&)1 1161. Technical services told the rep not to program the 0(&)1 together since it¿s part of a short. The rep consulted with the hcp about programming. No fall or trauma recently. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the high impedances were not yet determined. The patient was going to see their neurosurgeon and neurologist. The issue had not resolved. There were no further complications reported.